Manufacturer narrative:
Additional narrative: there was no known reported patient involvement associated with the complained event. Unknown when device malfunctioned. Device is an instrument and is not implanted/explanted. The subject device has been received and the product evaluation is in progress. No conclusion can be drawn. A review of the device history records has been requested and is currently pending completion. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, during inspection in the sterile processing department (spd), the tip of the stardrive screwdriver shaft was observed to be twisted and also a mesh plate cutters was discovered to be broken while the sales consultant was setting up the tray. There was no patient involvement. This report is for one (1) stardrive screwdriver shaft/ this is report 1 of 2 for (B)(4).

Manufacturer narrative:
A device history record (DHR) review was conducted for part number: 03.130.010, synthes lot number: h082495: supplier lot number: n/a, release to warehouse date: 27-sep-2016, expiration date: n/a: manufactured by synthes (B)(4): no non-conformance reports (ncrs) were generated during production. Review of the device history record showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. A product investigation was conducted. Visual inspection: the stardrive screwdriver shaft (part # 03.130.010, lot # h082495, mfg 27-sep-2016) was received at us cq with the distal portion of the stardrive screwdriver shaft twisted. This is consistent with the reported complaint condition, thus confirming the complaint. Dimensional inspection: dimensional analysis was completed, the measurement a-a on the screwdriver the shaft measured and is within specification based on relevant drawing. Document/specification review: the relevant drawing(s) was reviewed; review of the device history record showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. Conclusion: the complaint condition is confirmed as the stardrive screwdriver shaft (part # 03.130.010, lot # h082495) was received with the distal tip of the distal tip of the stardrive screwdriver shaft twisted. There is no indication that a design or manufacturing issue contributed to the complaint. While no definitive root cause could be determined it is possible that the device encountered unintended forces during usage. No new malfunctions were observed during the course of this investigation. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.